Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested and no failures were observed. The device passed all testing. The reported malfunction could not be duplicated. The single board computer (sbc) printed circuit board (pcb) will be replaced as a precaution.

Event description:
It was reported that a ventilator would freeze at the six images screen and would not complete power on self-test (post). There was no patient involvement.